Event description:
Surgeon was using a harmonic scalpel. It stopped working and upon inspection of the scalpel, it was noted to be missing the back side of the scalpel. An x-ray was performed and it was noted in the abdominal cavity. The area was irrigated. The pt was x-rayed again and no foreign object noted. A small portion of the blade was recovered from the suction canister.